Event description:
Additional information received identified that patient experienced ineffective therapy. X-rays showed that the s1 lead migrated.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2024-00423. It was reported that patient will undergo surgical intervention. Additional information is pending to determine the date and reason for the surgical intervention.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
"The event of explant ordered ¿ reason unknown was reported to abbott. The patient has requested for the system to be explanted. X-rays done that showed the lead migrated out of the s1 region behind the stimulator. An explant surgery has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."